Event description:
Left implant ruptured, discovered during surgery.

Manufacturer narrative:
The device was returned with a shell failure and light yellowing of the gel. Bubbles were noted in the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. B5: left implant ruptured, discovered during surgery.

Event description:
Capsular contracture baker grade 4 on left device.